Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, when the doctor implanted the lens in the patient's eye, it seemed like it was difficult to slide the lens through the cartridge. The cartridge broke at the tip and scratched the lens; the doctor didn't realize it until the lens unfolded inside the eye and was seen to be scratched from the center of the lens. The doctor decided to remove the lens. She broke it with tweezers and removed it. The circulating nurse provided the new iol to the doctor so that she could load it again and implant it; this lens was able to be implanted correctly by the doctor without any setbacks. Additional information has been requested.